Manufacturer narrative:
The consumer posted a comment on an inteliswab facebook post. The consumer did not provide a lot number or other product information. Orasure technologies, inc. Is unable to contact the consumer directly as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left a comment on an orasure technologies, inc. Facebook post claiming false negative results. Facebook comment lisa baker 'my daughter had it and tested negative.'

Event description:
Consumer left a comment on an orasure technologies, inc. Facebook post claiming false negative results. Facebook comment lisa baker 'my daughter had it and tested negative.'